Manufacturer narrative:
Reported event of tube detached. A visual evaluation of the returned nasobiliary catheter revealed the catheter was found separated/broken. The catheter was also noted to be kinked near the distal tip or pigtail section. The reported event of catheter separated was confirmed. Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause of this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was opened for used in the bile duct for an endoscopic nasobiliary drainage (enbd) procedure. According to the complainant, during preparation the connecting part of dark blue and pale blue tube in the working length got separated. The procedure was completed with another flexima nasobiliary catheter. There were no patient complications reported as a result of this event.